Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed multiple low and replace battery warnings, evidence of short battery life. The battery compartment was cracked below the grip pad. The pump powered up with audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were out of specifications. Pump casing was opened to further investigate and moisture corrosion was evident on various electrical components.